Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimate alerts, and a low insulin alert. Customers blood glucose level was not impacted. Customer reverted to manual injections for insulin therapy.